Event description:
It was reported that a patient¿s pump was explanted due to infection on (B)(6) 2014. No further information including patient or device information, the cause for the infection, if any troubleshooting or diagnostics occurred or the patient¿s outcome was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).